Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with distal tip measuring 51.0 cm was returned for analysis. Final analysis found external insulation abrasions were noted at 6.6-8.0 cm, 8.8-9.1cm and 8.9-9.7cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion was noted at 32.1-34.1 cm from the distal tip. Internal insulation abrasions were noted at 7.3-8.8 cm, 10.5-11.5 cm, and 34.0- 35.1 cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.